Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary stent was to be used in the lower bile duct to treat a stenosis caused by chronic pancreatitis during a catheterization of the main bile duct procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the physician was unable to deploy the stent because the stent delivery catheter broke, the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A fully constrained wallflex biliary stent and delivery system was returned for analysis. Visual evaluation found that the outer sheath was detached at the proximal end of guidewire access sleeve (gas). The light blue outer sheath buckled just proximal to clear outer sheath. Functional evaluation found the stent could be manually deployed. No other damages were noted to the device and there were no issues noted with the stent. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damages on the returned device were consistent with excessive force being applied during deployment and are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx stent rmv was to be used in the lower bile duct to treat a stenosis caused by chronic pancreatitis during a catheterization of the main bile duct procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the physician was unable to deploy the stent because the stent delivery catheter broke. The procedure was completed with another wallflex biliary rx stent rmv. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.